Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that x-ray functionality would not initialize on the imaging system. To resolve the reported issue, the standalone board, x-ray relay and fuses were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system shut down without prompt from the user when attempting a 3d image acquisition. It was reported that the batteries on the imaging system were charged and the system did not indicate any faults. It was reported the site opted to complete the procedure with a c-arm. There was a reported delay to the procedure of half an hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The standalone board for the imaging system was returned to the manufacturer for evaluation. Testing found that the board had no output during electrical evaluation.